Manufacturer narrative:
H6: component code: g01003. The complaint investigation for false negative sars-cov-2 igg ii quant results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house specificity and sensitivity testing for reagent lot 25346fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 25346fn00 did not show any potential non-conformances, or deviations associated with the complaint issue. Labeling was reviewed which adequately address the issue under review. The customer observed negative results for 5 healthcare workers vaccinated against sars-cov-2 when testing was performed with alinity sars-cov-2 igg ii quant, lot 25346fn00. The customer suspects the patients are non-responders to the vaccine (mrna). The patient samples have been drawn after 20-22 days since the second dose of the vaccine and the patient¿s results were close to 30-35 au/ml. The vaccine provided was not confirmed but reported to be either pfizer or moderna as italy used both when vaccination began. Both vaccines are designed to illicit an antibody response to the spike protein. The sars-cov-2 igg ii quant assay is designed to detect immunoglobulin class g (igg) antibodies, including neutralizing antibodies, to the receptor binding domain (rbd) of the s1 subunit of the spike protein of sars-cov-2 in serum and plasma from individuals who are suspected to have had coronavirus disease (covid-19) or in serum and plasma of individuals that may have been infected by sars-cov-2. Several covid-19 vaccines utilize strategies that generate antibody response to the spike protein, however the sars-cov-2 igg ii quant assay does not have an established performance claim for individuals who have received a covid-19 vaccine. However, the sars-cov-2 igg ii quant assay could detect a response to spike-based vaccines and could be useful in establishing an individual¿s vaccine induced immune response. In this case, patients were tested with the sars-cov-2 igg ii quant assay 20 to 22 days after receiving their second dose of a vaccine and returned negative results close to 30-35 au/ml. It was reported that one patient was treated with biological drugs for an autoimmune disease. No information was provided for the 4 other patients. Per product labeling, immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Per the clinical performance section of the package insert, assay sensitivity (ppa) at 15 days post-symptom onset is 99.35% (95 % ci 96.44, 99.97) and when immunocompromised patients were included, the ppa at 15 days post-symptom onset was 97.01% (95% ci: 93.18, 98.71). Based on the investigation alinity sars-cov-2 igg ii quant reagent lot 25346fn00 is performing as intended, no systemic issue or deficiency of the alinity sars-cov-2 igg ii quant reagent was identified.section d3 suspect medical device was updated including the phone number, email, and fax number. Section g1 all manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6s61-22 that has a similar product distributed in the us, list number 6s61-20/-30.

Event description:
The customer observed false negative sars-cov2-igg ii quant results generated on alinity I processing module for five patients who have been vaccinated. The customer suspects they are non-responders to the vaccine (mrna). The patients have been drawn 20-22 days after they received the second dose vaccine. The reference range of >/= 50.0 au/ml is reactive, and the patient¿s results were close to 30-35 au/ml. No impact to patient management was reported.